Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
It was reported that the intellivue mx750 patient monitor had a loudspeaker error. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information about the sound present but did not succeed. The philips 3rd party servicer evaluated the unit at their workshop and they found that the unit gave a visual and audible alarm. The speaker was replaced to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.